Manufacturer narrative:
One device was returned for repair with complaint of failed downstream occlusion (dso) calibration. No applicable service history was found. Review of event log found several occlusion alarms. Complaint was confirmed through functional testing. Replaced dso sensor and dso seal. Recalibrated dso. Device passed all testing criteria post repair.

Event description:
It was reported that device failed downstream occlusion (dso) dso calibration. The event occurred during testing. There was no patient involvement.